Event description:
Procedure type: low anterior resection with end-to-end anastomosis. According to the reporter: the pt started bleeding from the lumen after the surgeon performed and end-to-end anastomosis. The surgeon stopped the bleeding with coagulation. Excessive bleeding from the staple line occurred. Bleeding was less than 250cc. The anastomosis was tested and there was no leak. Two hours later, the pt was taken back for a laparoscopy and there was a leak at the anastomosis detected. Another anastomosis was performed using another company's device. At last report, the pt is in ICU and on ventilation.

Manufacturer narrative:
(B)(4).